Event description:
It was reported that the atrial lead exhibited sensing of 0.7 mv; insulation defect was noted on the lead after it was taken out of the pocket. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.